Manufacturer narrative:
The lens remains implanted. Information was provided that the hcp requested support how to handle the patient and how to best explain to the patient that the symptoms of the extreme glare sensitivity was rather came from the iritis. The request was forwarded to medical advisor. This information may suggest that the complaint was unrelated to the iol and was more related to the patient condition. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was requested and received stating the patient had experienced severe light sensitivity and blurred distance vision since the surgery. It was further clarified that the symptoms of the extreme glare sensitivity rather come from the iritis.

Manufacturer narrative:
Complaint and product history records were reviewed and documentation indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records could not be reviewed because the reporter did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported after the intraocular lens (iol) implantation the patient had experienced glare sensitivity during the day, iritis and slight residual refraction of approximately -0.5. Additional information was requested.